Manufacturer narrative:
Date of initial report: 2017-05-09. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The medtronic representative reported that when they were performing the initial testing of the new rf assure console, the unit gave a (B)(6) detection when there was no cotton present. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.